Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seventeen adhesive issues between (B)(6) 2024 and (B)(6) 2024. He reported that infusion sets fell off during use. The sets were in use for 48 hours. Blood glucose levels were between 80-180 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12754 - device 13 of 17.